Event description:
It was reported that our matrix set underwent a routine inspection of all the instruments. It was discovered during this inspection during sterile processing that a matrix transconnector sleeve had lost its ability to self-retain onto the screwdriver shaft. It appears the retention spring inside has fallen out and is missing. (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Product investigation summary: one holding sleeve for snap-on transconnectors (part 03.632.050, lot 6611805) was returned with the complaint: "it was reported that our matrix set underwent a routine inspection of all the instruments. It was discovered during this inspection (not in the operating room, but in sterile processing) that a matrix transconnector sleeve had lost its ability to self-retain onto the screwdriver shaft. It appears the retention spring (inside) has fallen out and is missing." Upon receipt of the device, it was observed that the spring which is to be installed in the distal groove in the internal shaft is no longer assembled to the device. This complaint is confirmed. It is unknown what the root cause of this complaint is, however it is possible that the spring fell out or became lost during sterile processing. The drawings for this part were reviewed. The inner diameter of the holding sleeve provides adequate clearance for the mating driver (03.632.052). In addition, the specifications provided by the spring manufacturer (bal seal) for the groove dimensions were properly applied to the holding sleeve design. The design of this device was found to be adequate for its intended use. The holding sleeve for snap-on transconnectors was made to the synthes drawing released on december 20, 2010. There is no indication that the design led to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.